Event description:
The customer reported an arcing sound from x-ray tube. No injury was reported.

Manufacturer narrative:
The ge service rep greased the x-ray tube candle sticks. During generator calibration system failed filament cal. Ordered and replaced x-ray tube. Performed generator calibrator calibration and ran system test. Unit is operating as intended.